Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger would not power on. Upon evaluation, the power supply connector was glued into the connector port which damaged the j17 connector on the bedside board. The root cause of the damage is physical abuse. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a battery charger indicating that it was unable to power on.